Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 19-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient needed an adjustment to their device. The patient stated work has been too busy but they knew she needed to go into the doctor's office for an adjustment. The patient stated they felt scratching in their back, so the doctor did an x-ray to check the patient's leads. They stated it was determined an anchor broke and then they stated a lead was loose so the doctor "shut down" a lead. The patient stated they were still feeling the scratching once in awhile. No further allegations/complications were reported.

Manufacturer narrative:
Event date is approximate. (B)(4). If information is provided in the future, a supplemental report will be issued.